Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.